Manufacturer narrative:
H3: there is no specific novation gxl device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images, radiographs, and product information were not provided.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2012. Approximately 10 years and 6 months after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.